Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument and completed the device evaluation. The instrument was analyzed and was found to have a dislodged crimp from the yaw pulley. The yaw cable crimp was installed. The yaw cable crimp was not properly seated within the yaw pulley as the hook/spatula moved in yaw.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon noticed that the maryland bipolar forceps instrument's movements were not responding properly to the movements from the surgeon side console (ssc) master tool manipulators (mtm). The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the failure was not related to an inability to move the instrument at all (e.g., static instrument). The instrument movements were available. The instrument did scale with the surgeon¿s control. The movements that were given from the ssc were not in the intended direction, but during the rotation, the movements on the instrument tips were pitching. There was no delay of the instrument movements detected. There were no shakiness/friction observed. No collisions were observed during the procedure.